Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was inspected by a field service engineer, and the customer's allegation was confirmed, and it was presumed that since water pressure was weak, water supplied in reprocessing basin became weaker. A definitive root cause could not be specified. The event can be detected and prevented by following the instructions for use: chapter 4 installation of equipment. 4.3 installation conditions. Water supply conditions. The water supply quantity at water supply/circulation nozzle on the reprocessing basin should be 6 liters per minute (1.6 gallon per minute) or more when the water faucet is fully open. The recommended water supply quantity is 18 liters per minute (4.8 gallons per minute) or more. The water supply pressure should be between 0.1 and 0.5 mpa (include water hammer). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the reprocessor had a water pressure issue and that their reprocessing times were getting longer. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
A field service engineer (fse) was dispatched on 02jul2024. The fse checked the device's temperature and filters and noticed that the incoming pressure was low and one of the booster pumps weren't on. The device functioned normally after the fse turned the booster pump on. The device's troubleshooting was according to original equipment manufacturer instructions. The software attributes were verified and confirmed. An electrical safety check was not required because the device's covers were not removed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.